Manufacturer narrative:
H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were underinfusions of medication during the use of two (2) paclitaxel sets. In the first event, the expected infusion volume was 400ml; however, the actual volume infused was 325ml (75ml less than programmed). In the second event, the expected infusion volume was 100ml; however, the actual volume infused was 80ml (20ml less than programmed). These issues occurred during cetuximab infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.